Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and the mesh was implanted. Beginning on (B)(6) 2016, the patient experienced surgical site infection. It was also reported that the event severity was moderate. The surgical site infection was treated with antibiotics and wound care. The issue has been resolved on (B)(6) 2016. It was reported that the event is not related to the mesh device and definitely related to the registry procedure. The device remains implanted. Additional information will be requested.